Event description:
It was reported that patient noticed that her programmer wouldn't power up which started the night prior to this call. The patient started seeing the low battery screen and stated she tried two different batteries after removing the ones that were in there which still provided the programmer batteries are low screen on the day prior to this call. It was indicated that however with either of those batteries programmer would power up. The programmer would not power up. The patient insisted that there was an issue with the programmer. The patient reported a loss of therapeutic effect which had a sudden onset that started 2 days prior to this call. The patient reported that she started having urinary problems because she cannot use her programmer. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0ejky, implanted: (B)(6) 2014, product type lead. (B)(4).